Event description:
A report was received via social media that the patients device tore a back muscle and more scar tissue to pull at nerves. The patient underwent an explant procedure. No further information could be obtained.